Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charger was not charging because the user was unfamiliar with the charging setup and had not yet received training; the user was advised on the correct connection of the wall adapter and micro-usb cable and chose to wait for training. Symptoms included no adverse clinical effects. Outcomes included no impact on blood glucose, no medical intervention, and no hospitalization. Investigation included user education and troubleshooting guidance provided remotely. Investigation of this case revealed user error related to device use and lack of training. It was concluded that the device was functioning as designed and that user training is required to ensure proper charging.